Event description:
This pt has had no response to their cochlear implant since activation other than severe eye twitching. The eye twitching has occurred on all electrodes and at low current levels. Attempts at reprogramming the device to alleviate this problem have been unsuccessful. The pt's physician would like to perform a revision surgery. The date for the surgery has not been set.